Manufacturer narrative:
Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 30-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via a manufacturer representative. It was reported that the patient had one of their trialing leads removed because of rib pain. Factors that may have led to the reported issue was lead migration. The patient contacted the trialing physician  to have the leads removed the morning after they were placed. The issue was resolved at the time of the report. The lead would not be returned for analysis as the customer discarded it. The trial began on (B)(6) 2020 and the lead was removed on (B)(6) 2020.